Event description:
The patient had been at home and walked into the clinic since he was not feeling well. Parasternal echocardiogram showed worsening right ventricular (rv) and left ventricular (lv) function. The patient was admitted to the cardiology ward as "high urgency" where he is being treated medically.

Manufacturer narrative:
The device, which is used for treatment, remains implanted and therefore is not available for analysis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced worsening heart failure and was admitted to the hospital for treatment. Further treatment or outcome of this patient was not reported. The device was not returned to the manufacturer for analysis as it remains implanted. Worsening heart failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The patient was treated with positive inotropes to support right ventricular function. The patient's baseline restrictive cardiomyopathy worsened despite the lvad and the "space in the left ventricle (lv) to collect blood has the size of a walnut" with "low flows since the summer". Four weeks after admission, the patient was put on veno-arterial extracorporeal cardiopulmonary life support (va ecls) and the pump rpms were reduced as he was not able to be stabilized via other methods. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Worsening heart failure and right heart failure are known potential complication associated with all patients implanted with vads as outlined in the labeling. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management. With review of the available information there is no indication that the events, which are addressed in the labeling, are related to any device performance issues. It appears that clinical factors including patient comorbidies and progression of disease impacted the event.